Event description:
It was reported that the patient experienced a burning sensation at the ear site. Additionally, the patient also reported that the battery emitted an odor resembling burned chemicals. No serious injury was reported. Additional information has been requested but has not been made available as of the date of this report.